Manufacturer narrative:
A ge rep evaluated the system and replaced the surge suppressor. System operates as intended.

Event description:
Customer reported system will not power on. No pt injury was reported.